Event description:
Rptr noted seven surgeries on 11/06/1997. Found endophthalmitis in three pts first day post-op. Pts stabilized after vancomycin IV. One pt cultured strep and required an intravitreal injection. Follow-up indicated that other two pts cultured strep also, as well as the cassette drainage fluid from the three pts. Pts appear to be recovering well.